Event description:
Additional information: the mpu was not exchanged. The patient noticed it came out of the wall and stumbled over it.

Manufacturer narrative:
Section b5: additional information. Section h1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding the mpu was confirmed via the provided log file. The log file contained data spanning approximately 22 days (05jun2019 ¿ 27jun2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm occurred on (B)(6) 2019 at 5:49 while the patient was using the mpu. The alarm appeared to have been caused by an interruption to the mpu¿s power, as both power cables were flagged as being disconnected simultaneously. Per additional information, this event occurred due to the mpu¿s ac power cord becoming loose from the wall. The backup battery operated the system during this event and support to the pump was not interrupted throughout the log file. The mpu (serial number unknown) was not returned for analysis. The root cause of the no external power alarm related to the mpu appeared to have the mpu¿s ac power cord becoming loose at the wall. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 6 years, 5 months, 25 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was request to read stat labs on patient. Technical services reviewed the log files and observed a no external power caused by the patient disconnecting both leads to change over power sources on (B)(6) 2019 at 21:34. There was another no external power while attached to the mpu on (B)(6) 2019 at 05:49. This was caused by power to the mpu being briefly interrupted. It was suggested that this may be due to the power cord coming loose from the mpu connection, the wall outlet or the house losing power.